Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) ranging from approximately 40-300 mg/dl. Reportedly, customer bolused on top of control iq automatically raising basal rate. Customer consumed carbohydrates and glucose tablets to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.